Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that the pump touch screen was "less responsive". There was no reported adverse impact to the customer¿s blood glucose level. Customer declined further follow-up with tandem technical support regarding the reported issue; therefore, no additional information was able to be obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.